Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported hole on patch side and plug strap separated in valve area as an observation made during surgery. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported hole on patch side and plug strap separated in valve area as an observation made during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior assessed as surgical damage and opening device on plug strap bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Other-technical: not observed, plug strap is not separated. Additional observations: creases are observed. Wear abrasion is observed. Nick is observed assessed as non-penetrating nick. White particles on device inner surface are observed. No further actions are required as the device was implanted.